Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor exhibited false pause episodes due to undersensing. It was suspected that the device loss tissue contact. No intervention was performed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicating that the insertable cardiac monitor continued to exhibit false pause episodes due to undersensing. No intervention was performed.